Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she took off the insulin pump and put it on the edge of the bath tub while taking a shower. Blood glucose value at the time was 369 mg/dl; current value is 379 mg/dl, she treated with manual injection. Nothing further reported.

Manufacturer narrative:
No button error alarm noted during testing. However, the up arrow button did not respond due to corroded keypad trace. It was unable to verify battery out limit alarm, slow battery alarm or perform displacement test, basic occlusion test, occlusion test, prime/a33 test, no delivery test due to unresponsive button. The insulin pump received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.